Manufacturer narrative:
Additional narrative: event date: unknown. Product investigation summary: it was reported that after sterile processing, one of the pins was missing on the gold locking tab of a recon locking aiming arm. There was no patient or procedure was involved. The returned recon locking aiming arm for lateral entry femoral nails-ex is part of the titanium cannulated lateral entry femoral recon nail expert nailing system. The aiming arm mounts on to the insertion handle and is designed to facilitate locking of nails after they have been inserted in the intramedullary canal. The returned aiming arm was received with one of its knobs and its accompanying return spring separated from the body of the aiming arm. Additionally, two dowel pins from the detached knob and one from a knob which was still attached to the body of the aiming arm were missing and therefore could not be evaluated. The returned recon locking aiming arm for lateral entry femoral nails-ex was manufactured in october, 2013. The associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that the returned aiming arm was found in its present condition after undergoing sterile processing and that the complaint does not involve a patient. The part does not reflect signs of misuse and, based on the available information, a definitive root cause could not be determined. Material such as the stainless steel used to manufacture the dowel pins, which were missing from the returned part, are subject to thermal cycling as part of routine sterilization protocol. Based on the frequency of use, it is possible that the missing dowel pins experienced fatigue, the weakening of a material which is subjected to repeated stresses. If the missing dowel pins and the holes in which they were placed during manufacturing were subjected to frequent thermal cycling it is possible that it caused the subject material to fatigue and subsequently prevented it from remaining assembled as intended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09. Oct. 2013, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing, one of the pins was missing on the gold locking tab of a recon locking aiming arm. There was no patient or procedure was involved. This report is 1 of 1 for (B)(4).